Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb0736, implanted: (B)(6) 2003, product type: lead.

Event description:
The manufacturer representative reported that impedances on #4 were greater than 10,000 ohms. There were no signs or symptoms reported. The high impedance on #4 was discovered during a routine device check and mild adjustment. The #4 electrode was not being used. There were no known factors that may have led or contributed to this issue. There was no intervention needed. The issue was not resolved. No surgical intervention had occurred, nor was any planned. Indication for use included non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.